Event description:
The customer called to report alarms and a motor error. Troubleshooting was performed and the insulin pump did not pass the testing. Noting further was reported.

Manufacturer narrative:
The displacement test failed. A 25 unit bolus was performed, and it failed also due to an irregular encoder signal.